Manufacturer narrative:
Device evaluated by manufacturer: the emerge catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. There was a complete circumferential balloon tear 12mm from the proximal balloon bond. The inner shaft was separated adjacent to the bi-component weld. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to detached balloon and shaft components. The distal portion (including balloon, inner shaft, markerbands, tip) were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The target lesion was located in a severely calcified proximal right coronary artery (rca). A 3.50mm x 20mm emerge balloon catheter was used to advance and dilate the lesion. As the balloon was inflated, it "severed/sheared" in half the balloon material and inside shaft of the balloon. The proximal (hub of the balloon) was taken out of the body, however, the distal markers and shaft as well as the guide catheter remained inside. Using a balloon technique inside the guide catheter, the entire unit was retrieved intact. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The target lesion was located in a severely calcified proximal right coronary artery (rca). A 3.50mm x 20mm emerge balloon catheter was used to advance and dilate the lesion. As the balloon was inflated, it "severed/sheared" in half the balloon material and inside shaft of the balloon. The proximal (hub of the balloon) was taken out of the body, however, the distal markers and shaft as well as the guidecatheter remained inside. Using a balloon technique inside the guide catheter, the entire unit was retrieved intact. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.